Manufacturer narrative:
The insulin pump was received with no button response due to lcd keypad connector unlocked. The device was received with black shadow on the display due to warped/uneven pcb on the lcd board. No cosmetic damage noted.

Event description:
Customer reported the buttons on the insulin pump were not responding. Customer's blood glucose was 150 mg/dl. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.